Event description:
The pt experienced a spinal headache. Fluoroscopy confirmed that the lead had moved into the intrathecal space. The lead was removed and a blood patch was used to stop csf leak. There was not an issue with lead function. Per the registration system both leads were replaced. The device was successfully reprogrammed and the pt was "doing fine".

Manufacturer narrative:
(B) (4)